Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with gb634r - acculan 3ti drill attachm.jacobs keyless. According to the complaint description, the device broke during surgery. The device cracked at the outer envelope of the jacob chuck. It was splitting in half. The patient harm is unknown. Additional information was not provided. Additional information has been requested but not yet received as of this report. Additional patient information is not available. The malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Updated: d9 - product return. H6 - codes. Investigation results: visual investigation: the reported broken drill chuck can be confirmed. It fractured in half. Signs of usage can be found at the outer surface. The fracture surface (microstructure) does not indicate any material failures like pores, inclusions or foreign bodies. Hence, there is no indication for a material or problem. Furthermore, the ceramic pins on both planet carriers are also fractures. Besides that, the interior is stained and indicates a lack of care. According to the database, the product was distributed in march 2020. No repair/maintenance was registered since that date. According to the corresponding instructions for use (IFU), a maintenance must take place at least once per year. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 6(10) x probability of occurrence 3(10)) according to din en iso 14971 is still acceptable. Explanation and rationale: it is possible that the fall/impact occurred while a drill was clamped in the jaw chuck, resulting in a stress situation. Due to the fall/impact, the jaw chuck broke in half as a result. In addition, the ceramic pins broke. Furthermore, the maintenance is overdue. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material, manufacturing or design-related failure. Based upon the investigation results, a CAPA is not required.